Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified left forearm. A 5.0mmx40mmx40cm sterling balloon catheter was advanced for dilation. However, during second inflation at 14 atmospheres, the balloon ruptured. The device was removed from the patient and the procedure was completed with a different device. No patient complications nor injuries were reported and the patient condition was good.